Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was rushed to emergency room and was admitted to the hospital on (B)(6) 2019 with blood glucose of 1064 mg/dl. Customer passed out and was in coma, experienced diabetic ketoacidosis. Customer using the insulin pump within 48 hours of high blood glucose event. Infusion set broken inside the customer which caused high blood glucose level. The insulin pump will not be returned for analysis.